Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Patient¿s legal counsel further reported that a revision procedure was performed on (B)(6) 2003 due to patient allegations of pain, inflammation and problems walking. Patient¿s legal counsel also alleged that additional revision procedures were performed on (B)(6) 2008, (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010. Additional information received in revision operative notes from (B)(6) 2003 confirms the modular head was removed and replaced due to recurrent dislocations. Revision operative notes from (B)(6) 2008 indicate the revision procedure was performed due to acetabular cup loosening and synovitis. The acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet modular head. A review of invoice history could not confirm the surgeries that were alleged to have taken place in 2010. Additionally, patient medical records indicate the implantation of competitor product in 2008. It does not appear that the alleged procedures in 2010 involved biomet product. Additional information in the patient¿s medical records indicate that the patient underwent a hemiarthroplasty on (B)(6) 2000 where a modular head and stem were implanted. Subsequently, the patient was revised on (B)(6) 2003 for an unknown reason. The modular head was removed and replaced.

Manufacturer narrative:
The limited information available indicates that a revision procedure occurred. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2012-02526 / 02527 & 1825034-2013-04828 & 2014-00457).